Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was near syncopal and fell down. A lead safety switch had occurred due to high out of range right ventricular (rv) impedance measurements with a non-boston scientific rv lead. When in unipolar configuration, myopotential noise, oversensing, and pacing inhibition of greater than two seconds occurred. It was noted that the patient was pacemaker dependent. Isometrics and pocket manipulation were performed with the patient which revealed normal and stable impedance measurements. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.